Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during gynecological surgery the foley catheter had to be removed once during the procedure. When the fluid was removed, the urinary tract cleared. Upon removal, the balloon burst and the fragments were removed from the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during gynecological surgery the foley catheter had to be removed once during the procedure. When the fluid was removed, the urinary tract cleared. Upon removal, the balloon burst and the fragments were removed from the body.

Manufacturer narrative:
The reported event was confirmed - cause unknown. The product had caused the reported failure. Visual inspection noted balloon rupture with missing piece. The missing piece was returned for evaluation. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause on how and when problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during gynecological surgery the foley catheter had to be removed once during the procedure. When the fluid was removed, the urinary tract cleared. Upon removal, the balloon burst and the fragments were removed from the body. Per follow up information received via ucc on 20oct2025, stated that upon further review with the team, there were fragments that had to be removed from the body.